Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no serious patient harm or injury that occurred or was reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Review of the error log found an error code related to the display. Evt_ui_backlight_fail means the backlight in the display failed, therapy will still be provided based on current settings but user will not be able to modify the settings. The device's display board, display, and display ribbon cable were replaced to address the issue. Additionally, unrelated to the display issue, the silver trim around the power button on the vanity cover assembly was found to be detached so the vanity cover assembly was replaced.